Manufacturer narrative:
One used microcuff endotracheal ( et) tube was returned. No product packaging was received with the sample device. The device was evaluated. The et tube was received with the vent connector detached and missing. The vent connector was not received with the sample. No damage or defects were noted to the cuff, inflation line, pilot balloon, or tube. A definitive root cause was not identified; however a potential root cause was identified and actions have been implemented. All information reasonably known as of 13-aug-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13-dec-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the endotracheal tube (ett) had a "possible hole or crack that was not noticed upon insertion." There was no reported patient injury. Additional information received 26-nov-2019 stated the patient was intubated due to work of breathing (wob) and sustained desaturations. About 2-hours after the patient was intubated the respiratory therapist (rt) was bag/saline suctioning the patient and noticed bubbles coming from underneath the tape around the ett. Saline was coming out of the port and bubbles were coming up through the cloth tape. The patient experienced loss of volumes on the ventilator and the patient's saturations were not within the desired range. The patient required reintubation with another ett.